Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the surface of a minicap was damaged/scratched. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the surface of the cap was damaged. The reported condition was verified and the cause is attributed to an issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.